Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any further issues arose.